Event description:
The customer reported that the ventilator will not power up. The customer reported there was no patient involvement.

Manufacturer narrative:
A field service engineer (fse) was called in to evaluate the device. The fse was to duplicate the reported problem and found that the power supply was not functioning properly. The power supply assembly was replaced and the ventilator was able to boot up properly.

Event description:
The customer reported that the ventilator will not power up. The customer reported there was no patient involvement.